Event description:
It was reported that the during the implant procedure, it was difficult to insert the atrial lead into the header of the pulse generator. After applying saline solution, the lead was inserted into the header and the procedure was completed. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).